Manufacturer narrative:
(B)(4): the extension has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
It was reported that during implantation of the implantable neurostimulator, the lead was connected to the extension and impedance readings were found to be greater than 10,000 ohms. Many attempts were made to reconnect the lead to the extension, but impedance readings wee always greater than 10,000 ohms. There was difficulty noted in placing the lead into the extension. The extension was replaced. The new extension was connected to the lead and the impedances were ok. The pt was "well." A f/u report will be filed if add'l info becomes available.